Event description:
Event description guidant received information that the patient with this cardiac resynchronization defibrillator (crt-d) came in for a routine follow-up, during which it was found that the patient was in atrial fibrillation (af). All lead testing noted normal values. The patient was brought back for cardioversion through the crt-d, which resulted in repeated shorted lead indicator warnings. The patient was externally cardioverted. The crt-d was removed and replaced with another crt-d. Lead testing noted normal values.